Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored electrograms (egm) show the right ventricular (rv) lead undersensing and t-wave oversensing (twos) post sense, which resulted in the patient receiving an inappropriate therapy. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.